Event description:
Report received from the u.s. Stating that the device was "heating up". The device was being used in surgery. No injury or medical intervention was reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition could not be confirmed. The device was tested and passed all operational specifications. However modified set screws appear to be loosened. This is most likely due to normal wear.